Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this lead was dislodged. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available this report will be updated. Additional information received indicated that this unknown lead was explanted and a new lead was successfully implanted in the rv septal position. No additional patient adverse effects were reported.

Event description:
It was reported that this lead was dislodged. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available this report will be updated.